Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the pump display screen was noted to be discolored with a reddish tint. Unrelated to the display issue, the audio bolus button was found to be detached from the pump. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the display screen was discolored. This report is made based on the results of evaluation completed (B)(4) 2014.